Event description:
It was reported that high impedance was detected approximately two months post-implant of the patient's vns. The patient reported that she had had a recent fall and that afterward had the sensation of electrical stimulation and pain radiating up into her neck. The patient reported a "violent head movement" during the fall, the vns site was also slightly swollen consistent with contusion. The patient's generator was disabled due to the high impedance and she was referred for surgery. Per the manufacturer's device history records, the generator and lead passed final quality and functional specifications prior to release. On (B)(6) 2018, exploratory surgery was performed. Per the surgeon, the visible lead in the chest pocket looked normal with no evidence of a lead fracture. He reinserted the lead pin and afterwards, the high impedance resolved. The lead pin was reinserted a second time into the generator and impedance was again normal. This indicates that incomplete pin insertion was the cause of the patient's high impedance. Incomplete pin insertion is where the setscrew has not been tightened enough to secure the lead pin in the generator; it can be resolved by reinserting and correctly tightening the pin. However, the surgeon elected to replace the patient's generator. The explanted generator was received and underwent analysis. The generator was monitored for more than 24 hours in a simulated body temperature environment. The generator provided the intended output current for the entirety of the monitoring period. The generator performed according to functional specifications with no anomalies identified. Review of the generator's internal data showed evidence of intermittent high impedance. No further relevant information has been received to date.